Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications h6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent second staged endovascular treatment of a thoracic aortic aneurysm using relay plus thoracic stent graft system and gore® tag® conformable thoracic stent graft with active control system (ctag ac) following an total arch replacement. The ctag ac was implanted distally. The patient tolerated the procedure. On (B)(6) 2024, a reintervention was performed for a possible type iiib endoleak of the relay and a possible distal type I endoleak of the ctag ac indicated by a 4d computed tomography. Additionally a stent graft was implanted within the implanted stent grafts for the possible type iiib endoleak. An angiography revealed no distal type I endoleak. The physician decided to monitor it. The patient tolerated the procedure. On (B)(6) 2024, a distal type I endoleak of the ctag ac was confirmed at the follow-up. Following the ballooning of the ctag ac, the endoleak decreased and the patient was placed under follow-up observation. The patient tolerated the procedure. The physician reportedly stated the following: given the potential impact of tevar on the abdominal branch vessels, a ballooning procedure was undertaken. As a result, there was an observable improvement, and the patient was placed under follow-up observation.

Manufacturer narrative:
B5: describe event or problem, updated to reflect the additional information provided.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent second staged endovascular treatment of a thoracic aortic aneurysm using the relay plus thoracic stent graft system and the gore® tag® conformable thoracic stent graft with active control system (ctag ac device), following a total arch replacement. The ctag ac was implanted distally. The patient tolerated the procedure. On (B)(6) 2024, a reintervention was performed due to a suspected type iiib endoleak of the relay stent graft and a suspected distal type I endoleak of the ctag ac device, as indicated by 4d computed tomography. A stent graft was implanted within the existing stent grafts to address the possible type iiib endoleak. Angiography revealed no distal type I endoleak, and the physician opted for follow-up observation. The patient tolerated the procedure. On (B)(6) 2024, a distal type I endoleak of the ctag ac device was confirmed during follow-up. Ballooning of the ctag ac device was performed, resulting in a reduction of the endoleak. The patient was placed under continued observation. The patient tolerated the procedure. On (B)(6) 2025, follow-up imaging showed no improvement in the distal type I endoleak. Therefore, an additional stent graft was implanted and the endoleak resolved. The physician reportedly stated the following: regarding the distal type I endoleak, additional tevar could potentially affect abdominal branch vessels. Therefore, ballooning was initially attempted. As improvement was observed at that time, the patient was placed under follow-up observation once. The endoleak was difficult to assess.